Manufacturer narrative:
The device has not been received for analysis. Based on the available information, thus the reported allegation was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user 'do not use excessive force to advance or withdraw the versacross rf wire or ancillary sheath and/or dilator assembly. Excessive force may lead to bending or kinking of the device limiting advancement and retraction of sheath and/or dilator device. Additionally, the fields b5 (describe event or problem) and g2 (report source) were updated. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the versacross dilator was inserted into right common femora vein after non-boston scientific needle access. Once the versacross dilator and versacross rf wire were advanced into the superior vena cava (svc), the physician had difficulty advancing and withdrawing the rf wire through the sheath. After some difficulty and with excessive force, the physician was able to remove the veracross dilator from the versacross rf wire. Thus, a new kit was used to attempt the transseptal puncture. The procedure was completed successfully. It was reported that the rf wire appears to be stuck inside of the versacross sheath and noted to be sheared. It was stated that the patient had device leads, and what the physician believed to be a tortuous anatomy. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. During the procedure, the versacross dilator was inserted into right common femora vein after non-boston scientific needle access. Once the versacross dilator and versacross rf wire were advanced into the superior vena cava (svc), the physician had difficulty advancing and withdrawing the rf wire through the sheath. After some difficulty, the physician was able to remove the veracross dilator from the versacross rf wire. Thus, a new kit was used to attempt the transseptal puncture. The procedure was completed successfully. It was reported that the rf wire appears to be stuck inside of the versacross sheath and noted to be sheared. It was stated that the patient had device leads, and what the physician believed to be a tortuous anatomy. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available yet.